Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed. A non-medtronic (safari s) guidewire was used during the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the valve was positioned at 3 millimeter (mm) on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Following dislodgement, the valve was positioned at 12mm on the ncc and 17mm on the lcc. Severe paravalvular leak (pvl) was observed. It was reported that the patient¿s anatomy from the ascending aorta to the aortic valve was curved sharply, which contributed to the dislodgement. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, immediately after releasing the valve, the valve dove in along the shape of the aorta (a shape with a slightly curved upper portion of the aortic valve) to follow the shape of the aorta. The waist region of the valve was at the annulus, causing aortic regurgitation (ar). A snare was pulled up via placing it on both paddles, but it was fixed. It was reported that if the valve was pulled further strongly, the valve might be pulled out and an aortic dissection might occur. A decision was made to stop pulling the valve up. However, the implanting team was able to pull the valve up slightly and the non-coronary cusp was able to fit into the sealing skirt successfully. It was noted the ar from the left coronary cusp was unable to fit in. It was confirmed that there was no mitral stenosis. Subsequently, a non-medtronic valve was placed with the valve in position. The procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.